Event description:
The customer reported that their AED battery was depleted. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that the AED was giving a warning for 'speaker test current' which may indicate an early warning of a low battery pack. The customer reported the device is stored in cold temperatures. The IFU states: "improper maintenance can cause the ddu-100 series AED not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart." "Use and store the ddu-100 series AED only within the range of environmental conditions specified in the technical specifications." Technical specifications state: "standby / stroage- temperature- 0-50 degrees c. (32-122 degrees f.); humidity- 5% - 95% (non-condensing). The available information does not indicate that the device did not perform as intended or meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.